Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure the patient had 3 endeavor sprint drug-eluting stents implanted in the lad. Approximately 2.5 months post index procedure the patient suffered digestive tract haemorrhage which was treated with medication. The investigator indicated that the event was not related to the study devices. The patient was on dapt at the time. Patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.